Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failed downstream thermistor. The downstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 322. The cause was identified to be failed lower link switch which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)) and system error 345 (thermistor disparity). No additional information is available.